Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly cycled through a small bionic circle to a large bionic circle and then went black, despite showing a high state of charge on the charger, resulting in the device being unavailable for use and the user transitioning to backup therapy. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included the need for device replacement and no alerts or alarms. Investigation included customer complaint assessment and receipt and inspection of the returned device. Investigation of this case revealed a device shutdown behavior consistent with a malfunction of the pump hardware or power/startup subsystem. It was concluded that the cause was a loose connection that on the battery cable.